Event description:
Physician attempted to decompress mayfield pins, but they slipped and caused a scalp laceration to the patient. Bleeding wound was closed with a skin gun. Pt was positioned correctly confirmed by nurse.======================manufacturer response for mayfield, mayfield (per site reporter)======================service on all three mayfields. Two had to be adjusted.